Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that it was reported that  patient called in because they wanted to increase stim. When patient connected to the ins they saw a por message. Patient said they recharge every thursday. Patient said usually when they charge on thursday the ins is at 60% but to today it was at 80%. Patient said they don't have much trouble w/ their symptoms during the day but still have accidents in the morning. Patient said get up and wet their depends on the way to the bathroom. Patient also has low of back pain down to the coccyx. Patient was able to turn stim on and adjust to a comfortable setting.  No further complications were reported/anticipated at this time.